Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 16-6/5.8/75 xxl esophageal balloon catheter was selected for use to dilate the lesion. However, during preparation, a wire was inserted into the balloon catheter and got stuck. Great resistance was encountered when the wire eventually got down the catheter. The device was flushed several times but still no progress. The procedure was completed with another xxl balloon catheter with the same wire. No patient complications were reported.